Event description:
It was reported that 91 days after a coronary drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi) and underwent a target vessel reintervention (tvr) 4 days later. The index procedure treated one target lesion. Target lesion 1 was a 3.2 mm vessel diameter, 80% stenosed region of the proximal left anterior descending artery (lad). The lesion was 22 mm in length. The physician direct stented two overlapping taxus express2 8.8% drug eluting stents, a 3.00x16 mm and a 3.00x8 mm, without complication. The drug elluting stents were post dilated after deployment with residual stenosis of 0%. The pt was discharged from the hosp 1 day post index procedure receiving asa and plavix. The site reported that the pt experienced a non identifiable q-wave mi that was confirmed by cardiac enzymes 91 days post index procedure. Actions taken to resolve the mi were listed as hospitalization and tvr. The mi was resolved prior to discharge from the hosp. In the opinion of the physician there was an unk relationship between the mi and the taxus stents, and a probable relationship between the target vessel and the event. The physician performed a tvr to the proximal and mid lad 95 days post index procedure. Two taxus stents were implanted one into the proximal lad and one into the mid lad. It was noted that the taxus stent placed in the mid lad was done to to alleviate proximal edge restenosis. In the opinion of the physician there was an unk relationship between the taxus stents and the tvr. The pt was discharged from the hosp 1 day post tvr in satisfactory/good condition.

Event description:
The taxus 3.0x8 mm stent was placed to treat a dissection that occured after post dilation of the taxus 3.0x16 mm stent during the index procedure. During the tvr one taxus stent and one express2 bare metal stent were placed. The patient was admitted 91 days post index procedure after being cleared by her cardiologist to undergo surgury for enlarging uterine fibroids. The patient underwent total abdominal hysterectomy and bilateral salpingo-oopherectomy. Post-operatively, the patient's cardiac enzymes were elevated, but did not meet study guidelines criteria for mi. ECG showed t-wave inversions in the anterior leads and flattened t-waves in v4 through v6. Cardiac catherterization 95 days post index procedure revealed that the lmca was normal. The lad (target vessel) had 95-99% stenosis at the proximal edge of the previously placed taxus stent. There was some proximal narrowing of the lad noted, as well as, an area of stenosis distal to the stent causing some sluggish flow. The lcx had 30-40% proximal stenosis, the rca had 20% proximal/ostial stenosis, the lvef was 50% with mild anteroapical hypokinesis. The lesion at the proximal edge of the stent was treated with cutting balloon angioplasty and placement of a taxus stent, proximally overlapping the original stent. Following this, the stenosis distal to the original stent was treated with balloon angioplasty and placement of a bare metal express stent. There was no residual stenosis. There were no reported complications and the patient was discharged on plavix and aspirin.